Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of smofkabiven, with a 1 hour taper up and a 1 hour taper down, with a 1517 ml vtbi (volume to be infused), for a duration of 12 hours, and the delivery was started. No further programming parameters were provided. The customer contact reported approx 18 minutes prior to the expected end of the delivery, an empty container alarm occurred. At that time, the display indicated 1511.4 ml had been delivered; however, approx 250 ml remained in the container instead of an unspecified volume remaining. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided, including if the device remained in clinical use or if therapy was completed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The customer did not provide an event date; therefore, a review of the most recent device programming in the history indicated that on (B)(6) 2012, at 1547, the device was programmed for tpn with taper up and down, a tpn volume of 1517 ml, with a 1 hour taper up and a 1 hour taper down, for a duration of 12 hours and a 1517 ml container size. The device continued in use at the programmed setting. On (B)(6) 2012 at 1922, a new container is indicated. Between 1923 and 2028, a priming volume of 5.6 ml occurred, a start alarm occurred, the delivery was started and taper up occurred. A new date of (B)(6) 2012 occurred. At 0628, taper down began. Between 0711 and 0715, an empty container alarm occurred, was silenced 2 times, the delivery was stopped and the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.